Event description:
Event description guidant received information that while the patient was in for a routine follow-up, it was noted that the implantable cardioverter defibrillator (ICD) had been inadvertently programmed to off. The patient was not injured as a result of this reprogramming.